Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: no physical damage was noted to the battery compartment; the battery cap is stripped and will not properly power up the pump. A test cap was used for testing purposes. Pump boots to verify screen with auditory and vibratory alarms. All keypad buttons are intermittent when pressed; observed no physical damage to the battery compartment. Contamination around all button contacts was observed when removed. The pump was exercised for 24hrs with no loss of power being duplicated; the pump was still delivering at the conclusion of testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.